Event description:
On (B)(6) 2015, opti medical confirmed a customer complaint from (B)(6). Customer reported positive bias between 5 g/dl to 7 g/dl in thb measurement relative to the pt's hematology results when using opti ts2 s/n (B)(4). There was no adverse impact to the pt's health condition due to this bias. The discrepant result from the analyzer was not used to make a med decision, e.g. Diagnosis or treatment. The dr indicated that the discrepant result was readily apparent and the pt blood retested using a different instrument.

Manufacturer narrative:
The results of the tests from the hosp in (B)(6) were reviewed by opti investigation team. It is well understood that hemodialysis can affect thb. During review of the other blood results generated on the affected device, it was noted that the level of potassium measurement was high out of range in the first sample run. A high potassium level is consistent with blood samples that have hemolyzed. Sampling devices and loaner s/n (B)(4) were sent to the customer. The affected analyzer, s/n (B)(4), was returned to opti for investigation. The investigation of the issue using wider range of analyzers determined that some analyzers show a positive bias in the thb measurement that exceeds our specification at low so2 values. The investigation also concluded that the positive bias may be the result of a change in one of the components used in the thb measurement system of the analyzer. As part of the ongoing investigation, results from repeat tests run by the customer using appropriate sampling devices on s/n (B)(4) against I-strat reference and observed positive 2.5 g/dl to 3.5 g/dl bias on several samples on (B)(4) 2015. Opti technical personnel visited the hosp to observe the sampling and the testing was repeated on (B)(4) 2015. The positive bias was reproduced. Opti medical is initiating a field correction and removal customer notification in which customers will be requested to not report thb results when using opti cca-ts2 analyzer due to a positive bias in thb. Healthcare professional dr tim skelton (clinical pathologist) stated that a positive bias in thb result may lead to delayed treatment.